Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. During implant, the helix of the lp was noted to get caught on the protective sleeve, and the helix became elongated. The lp was not installed during the procedure on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomalies. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.